Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(6) patient identifiers for the following systems: (B)(6) - compact plus system 1 (B)(6) - compact plus system 2 .

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 59 mg/dl (compact plus system 1) and 255 mg/dl (compact plus system 2). Customer was experiencing hypoglycemic symptoms with the readings. Daughter gave customer some oranges to eat. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.